Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the drill bit broke when checking notch in cut block. No patient involvement was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6-component code- suggested code: mechanical (g04) - drill. Visual examination of the returned product identified signs of repeated use nicked / gouged, flutes damaged and has fractured. Dimensional analysis (micrometers 25-1005-453-00-zzzzf) of the product determined that the product, where measured, was conforming to print specifications. No further analysis can be made. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. This complaint is confirmed based on the returned product. Device has a potential field age of over 6 years and exhibits signs of repeated use. The root cause of the event is attributed to wear and tear of the device from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.